Event description:
A customer reported a cartridge change error with their pump, which was in warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in inspecting and cleaning the pump, but the error persisted despite attempts to load a new cartridge. Consequently, technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided to put the pump into storage mode and return it using a pre-paid label.